Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the connector pin of the desktop charger was broken. The patient also reported that they were beginning to feel it, in terms of her implantable neurostimulator (ins) being off. They did not have their patient programmer or recharger with them to check the status of their ins. The patient stated that in the past they had accidentally turned their ins off and had a change in symptoms which resolved after turning it back on. The changes in symptoms were reported as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.